Manufacturer narrative:
Device manufacture date: january 22, 2016 ¿ january 25, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked during filling from the fill port while the syringe was adjusted in it. The infusor was filled in with 20ml of 5fu (50 mg/ml) dissolved in 140ml of normal saline. There was no patient involvement. No additional information is available.